Event description:
"Dr (B)(6) put gallbladder in inzii bag and was pulling it out of the abdominal wall and the bag broke. The bottom of the bag separated from the rest of the bag along with the gallbladder. No interventions was mentioned."

Manufacturer narrative:
Upon receipt and eval of incident device, a final report will be sent.